Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that he ran a control test with the contour next gen meter and obtained a reading of 88 mg/dl at 3:25 p.m. The meter did not automatically mark the reading as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial # (B)(6) and contour next test strips associated with the event for evaluation. No control solution was returned. Therefore, an in-house testing was performed with the returned meter, returned test strips and in-house contour next control solution from lot # 3bv2g21, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results.